Event description:
The following was reported to davol by the pt's attorney: (B)(6) 1995 - the pt was implanted with an unk bard/davol flat mesh ("marlex") during a pelvic repair procedure. The attorney's report alleges pain, "pain and suffering", disability, defective mesh.

Manufacturer narrative:
Currently, it is not known if the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have however, contacted the initial reporter to request additional info and to request return of the device for eval. Without a lot number a review of the mfg records is not possible. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Manufacturer narrative:
Without a lot number a review of the manufacturing records is not possible. Based on the current information available no conclusion can be made as to the degree to which the davol mesh contributed to the post op problems experienced by the patient. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 1995 - the patient was implanted with an unknown bard/davol flat mesh ("marlex") during a pelvic repair procedure. The attorney's report alleges pain, "pain & suffering", disability, defective mesh. Addendum to the previous information based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 1995 - the patient was diagnosed with stress urinary incontinence and underwent an endoscopic bladder neck suspension (raz procedure) with implant of an unspecified "marlex" mesh (alleged davol flat), on (B)(6) 2012 - the patient was diagnosed with chronic suprapubic pain and underwent a suprapubic/low abdominal exploration with excision of non-bard davol suture material and alleged davol "marlex" mesh, cystoscopy and pelvis exam under anesthesia. Operative report indicates "there were 2 prolene sutures identified traveling down to just behind the pubis on the right side and 2 on the left side. In the midline where the sutures were meeting, there was what appeared to be mesh material surrounded by indurated tissue." Also noted by the explanting surgeon "there were no signs of infection. What appeared to be a prolene suture was found emanating into the suprapubic region from the retropubic space."